Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4),implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation changed but they could not pinpoint a particular date or activity associated with the change. The patient lost stimulation into their right back. The patient had less than 50% therapy relief with their right side implant. The doctor took an x-ray of the leads and noted that the right lead had migrated down from t7 to t12. A reprogramming was scheduled for the day of the report and the patient¿s lead with electrodes 8-15 were showing impedance values >40,000 ohms. Electrodes 0-7 were reprogrammed and they were able to capture both the right and the left back and the patient¿s bilateral lower extremities. The stimulation was covering the patient¿s areas of need. There was no surgery planned to revise the system at the time of the report. The patient left the appointment with the system working and covering 100% of their painful areas. The patient status was listed as alive with no injury at the time of the report.